Manufacturer narrative:
A ge representative evaluated the system and replaced an open fuse to correct the issue with interlock error message, reseated circuit boards and connections, checked tube for signs of arcing and found none. Ge representative regreased high voltage cable at tube. Event log did not show any error besides interlock error. System is operating as intended.

Event description:
The customer reported the system made a popping noise, displayed a communication error, and would not fluoro. After pressing fast stop button, system boots up to an interlock error. System operates as intended.